Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). Verry shallow high vault is reported.

Manufacturer narrative:
B3: unk d4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Manufacturer narrative:
H1: type of reportable event: malfunction corrected to serious. Claim#: (B)(4).